Manufacturer narrative:
The insulin pump received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir's o-ring broke and came off. The customer was not aware of how the damage occurred. Most recent blood glucose level at the time of the call was 266 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.